Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) confirmed that the host pc is not able to communicate with the flex vision pc within 105 seconds. Review of the system log file showed ¿host pc is not able to communicate with the flexvision pc¿ malfunction. Fse reloaded the flexvision pc software in other case. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the host pc was not able to communication with the flexvision computer. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and reloaded the flexvision computer's software which returned the device to expected functionality.